Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/07/2025, it was reported by an arthrex subsidiary employee via (B)(6) that an ar-3636h self bunching 1.8 knotless hip fibertak®soft anchor tip broke off. This occurred during a case at the moment of placing the anchor, the tip where the thickest suture is attached (the suture that should remain inside the bone) broke off, making it impossible to place the anchor. There was no additional information provided, and additional information has been requested.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including improper bone preparation and incorrect surgical technique during device application. These factors may have contributed to the malfunction or compromised the integrity of the implant during the procedure. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.